Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant results on one patient sample ((B)(4)) on a dimension vista 1500 instrument. The discordant results for sid had been reported to the physician(s) and were questioned. During a review of the instrument files, it was discovered that patient samples had been dispensed into aliquot wells that qc material had already been dispensed into. Patient samples tested for chloride (cl), potassium (k), sodium (na), albumin (alb), gamma glutamyltransferase (ggt), urea nitrogen (bun), total protein (tp), carbamazepine (crbm), amylase (amy), mass creatine kinase mb isoenzyme (mmb), user-defined c-reactive protein (xcrp), creatinine (wcre), alkaline phosphatase (wap), aspartate aminotransferase (wast), total bilirubin (wtb), alanine aminotransferase (walt), creatine kinase (wck), lactate dehydrogenase (wldh), and direct bilirubin (wdb) were affected. It is unknown if discordant results were reported to the physician(s) for all samples except (B)(4) or which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples or calcium qc being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc (B)(4): dimension vista 500/dimension vista 1500 aliquot well double dispense in (B)(4) 2013. An urgent field safety notice (ufsn), ufsn (B)(4): dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in (B)(4) 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.